Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was in pieces, thus, the pre-test could not be completed. Therefore, the reported condition was confirmed. It was further determined that there was loctite failure, the drive shaft came apart from the torque unit and other components were missing. The assignable root cause was determined to be due to loctite degradation from sterilization and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during an unspecified surgical procedure it was observed that the torque limiting attachment device fell apart. As a result, there was an eight minute delay in the planned surgical procedure. There was an unspecified spare device available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.